Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, customer was shipped the wrong type of hemapro device. Vh3500 was shipped in error. Customer ordered vh4000. Opened the kit and realized it was the incorrect one. They opened a new vh4000 to do the case. There was no delay in the procedure. No patient harm. No patient info available.

Event description:
Cancelling complaint record as this does not meet the criteria of a complaint. Information received does not indicate that deficiencies related to the identity, quality, durability, reliability, usability, safety, effectiveness or performance.

Manufacturer narrative:
Trackwise ID# (B)(4). Cancelling complaint record as this does not meet the criteria of a complaint. Information received does not indicate that deficiencies related to the identity, quality, durability, reliability, usability, safety, effectiveness or performance.